Event description:
The gyrus pks cutting forceps hand piece would not work. The nurse plugged the hand piece into the gyrus machine and it would not activate when the surgeon tried to use it. A new hand piece and plugged it in and it worked perfectly.